Event description:
The complaint received states that during use for training, the 8mm protection sleeve would not fit through the aiming arm. During the demonstration, the sleeve used for blue 4mm locking screws did not fit through the opening in the aiming arm; any attempt to apply pressure caused the sleeve to get stuck. Another etn set was opened and a second 8mm protection sleeve was successfully used with the aiming arm.

Manufacturer narrative:
Additional narrative: device not returned for evaluation. The manufacturing documents were reviewed and no complaint-related conditions were found. Placeholder.